Event description:
A 24mm diameter x 14mm diameter x 13.5cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. The pt's iliac arteries were severely calcified. It was reported that the physician was unsuccessful at attempts to advance the delivery system without an introducer sheath. The device was removed from the pt and the iliac artery was progressively dilated to 24f. While advancing a 22f cook sheath into the iliac artery the iliac artery was dissected. It was reported that the pt's blood pressure dropped and a cutdown was performed to access the dissected iliac artery. The artery was clamped and it was reported that the physician elected to convert the pt to open surgical repair. No add'l sequelae were reported and the pt's status is unknown.